Manufacturer narrative:
The lot number for the device has been provided. A review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the pta balloon would not deflate after the first inflation. The balloon and introducer sheath were removed together as a single unit. Another balloon was used to complete the procedure. There was no reported pt injury.